Manufacturer narrative:
One used (B)(6) plum 150 ml burette set was returned by the customer for inspection/complaint investigation. As received, the clave at the upper lid of the burette was stuck down. The clave was disassembled and the internal spike was found to be bent and broken and tearing was identified on the top surface of the seal. The reported complaint of no flow can be confirmed due to the stickdown. The probable cause of the damaged clave is due to access with an incompatible mating device during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 21sep2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional reporter contact: (B)(6).

Event description:
The reported complaint involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. It was reported that the burette¿s clave was unable to infuse an unspecified solution/medicine during use on a patient. The tubing was replaced and therapy was resumed. The product was stored in the air-conditioned room in the hospital and was not exposed to extreme temperature conditions. There was no report of human harm.